Manufacturer narrative:
Manufacturing date: march 25, 2017 ¿ march 28, 2017. Three (3) devices were returned and an evaluation is complete. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Visual inspection was performed and noted the housing was malformed. A functional leak test was performed with no issues noted. The reported condition of leak was not verified. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that four (4) small volume folfusors were malformed and leaked. The devices were filled with sodium chloride. There was no patient involvement. No additional information is available.